Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The device has 3.5 years remaining and just dropped to three years in just a month. An engineering analysis was requested. The analysis shows that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Based on conservative modeling, this device will not deplete to elective replacement indicator (eri) battery status within 90 days. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The device has 3.5 years remaining and just dropped to three years in just a month. An engineering analysis was requested. The analysis shows that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Based on conservative modeling, this device will not deplete to elective replacement indicator (eri) battery status within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.